Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator fascia and valve system were returned to the fisher & paykel healthcare (fph) in (B)(4) for evaluation. The complaint fascia and valve system were visual inspected. The complaint valve system was then correctly fitted to a known good manometer and was performance tested. Result: visual inspection of the returned complaint fascia and valve system revealed that the enclosure was damaged. The returned valve system passed all performance tests. The reported fault could not be replicated with regards to the device having a non-operational pressure control. A lot check revealed no other complaints of this nature for lot number 080216. Conclusion: we were unable to determine what had caused the reported fault as no fault was found with the complaint devices returned. The returned complaint valve system passed all performance tests. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. We note that the subject neopuff is more than eight years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff has been repaired at the fph service center in (B)(6), and was returned to the customer after passing the performance check specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that the pressure control of the rd900 neopuff infant resuscitator did not work. A service was requested. This was found before patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint neopuff caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in the (B)(6) reported that the pressure control of the rd900 neopuff infant resuscitator did not work. A service was requested. This was found before patient use.